Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones synchronously with ventricular activity. The ICD is scheduled for replacement.